Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. The sureform 60 stapler reload and sureform 60 stapler instrument used during this event have both been received for failure analysis investigations. Failure analysis confirmed the reported event with the green sureform 60 reload fired during this event. The reload was found to have a lodged malformed staple stuck in the knife track at the distal tip of the reload. The staple was removed successfully. A review of logs showed no firing failures. The root cause is not established. The reload was disassembled in-house for inspection and was found to have cartridge damage and blade damage. The cartridge damage appeared to be along the knife track, likely caused by the lodged staple. No missing material was observed. The root cause of cartridge damage a blade damage is typically attributed to the user. A follow-up MDR will be submitted if additional information is obtained. Isi received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm nor replicate the reported event. The stapler was tested in-house and the instrument initialized, clamped fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was retested and passed on both attempts and no errors appeared during testing. A review of logs showed no failures. No damage was found. The root cause is attributed non-device related factors. An isi senior failure analysis engineer reviewed the stapler logs for the stapler used in this event and the following info was provided: the logs show sureform 60 stapler instrument (part #480460-09, lot #l92211220-0264) was the first sureform 60 stapler instrument installed. It was installed twice and fired two reloads (1 black followed by 1 green). Both firings were completed per the logs. The first firing had 1 pause for compression. The second firing did not pause. There were no incomplete clamps by this instrument. After this green stapler reload firing, the first sureform 60 stapler instrument was replaced with another sureform 60 stapler instrument (part #480460-09, lot #l92211220-0262). This instrument was installed 3 times and fired 3 reloads (all blue). All firings were completed per the logs. The second firing by this instrument had 1 pause, the other two firings had no pauses. There were no incomplete clamps by this instrument. A review of the system logs for the procedure date of (B)(6) 2022 has been performed by an isi post market surveillance specialist and the following was observed: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, tissue was pushed and not completely cut when a sureform 60 green reload was fired. As a result, there was an incomplete staple line. The surgeon sutured the location where malformed staples were found and continued the staple line with another stapler instrument and reload. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the sureform 60 stapler instrument and green sureform 60 reload created an incomplete staple line by pushing the clamped tissue. This stapler was used to fire a black stapler reload with buttress material to start the sleeve. This push event occurred during the second fire with a green stapler reload. The surgeon said this fire only cut about a third of the clamped tissue then pushed the rest to the tissue along the length of the instrument. This event created some malformed staples that were all bunched up in an area; the surgeon over-sewed this area. The patient lost about 30cc¿s of blood due to this event. This sureform 60 stapler instrument was replaced with another sureform 60 stapler instrument to continue the procedure. The surgeon fired the next stapler reload over the tissue that was not cut from the tissue pushing event to continue the sleeve. The surgeon said there were some loose staples due to this event, but the surgeon retrieved all loose staples. The surgeon said they think that either a previous staple was preventing the blade from cutting, or the buttress material they used during the first fire contributed to the issue. The surgeon reported that the patient did not have any post-operative complications and did well.